Event description:
It was reported that the customer passed away. Reportedly, the customer delivered a correction bolus and performed an infusion set change to address an elevated blood glucose (bg) level. Customer's bg level subsequently decreased to low resulting in loss of consciousness. The customer was hospitalized where the customer later passed away. The distributor reviewed the pump history and identified multiple fill tubing events occurred; however, this could not be confirmed at the time of this report, as pump data is not available for review. A supplemental report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.